Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device observed that the nitinol tubing was separated 11.7cm from the distal tip. The core wire was also separated and there was no evidence that the platinum coil was stretched. There was a bend 2.5cm from the distal end and several bends along the remaining length of the device. Microscopic examination of the fracture site showed evidence of torsional stress. From the condition of the device it appeared that the device had been over torqued resulting in the separation. No other anomalies were noted and no visual anomalies were noted to the microcatheter returned with the device. Based on the information and the investigation it is not possible to determine the cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
While repositioning the device the physician noted that the tip was not moving. The device was removed from the patient with the microcatheter as one unit and approximately four inches at the distal end had broken off. The device was successfully removed from the patient and there were no reported clinical consequences.

Event description:
While repositioning the device the physician noted that the tip was not moving. The device was removed from the patient with the microcatheter as one unit and approximately four inches at the distal end had broken off. The device was successfully removed from the patient and there were no reported clinical consequences.